Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric biliary obstruction during a procedure performed on (B)(6) 2025. During the procedure, a type 2 misplacement of the axios stent was identified. A stent-in-stent procedure was then performed to correct stent placement. However, two hours post stent-in stent procedure, the patient experienced abdominal pain. The patient was sent to surgery, and a perforation was noted. The stent remains implanted. Prophylactic antibiotics were administered, and the patient was hospitalized. Additional information received on august 7, 2025, august 13, 2025, august 15, 2025, and august 18, 2025. This report pertains to one of three axios devices used in the same procedure. Refer to manufacturer report# 3005099803-2025-03893, 3005099803-2025-04348 and 3005099803-2025-04349 for the associated device information. During the procedure, it was difficult to pass the guidewire through the duodenal stent to the jejunum. After locating the jejunal loop, the first axios stent (subject of this report) was implanted, but no drainage of methylene blue was noted. The axios stent was placed smoothly, but on deployment of the proximal flange, the stent was misplaced with a type 3 complication. The first axios was deployed into a fluid filled loop of bowel which appeared to be small bowel but ultimately was found to be the colon. Once this was discovered, the stent was left in situ with a plan to remove it a few weeks later. A CT scan (computed tomography) was performed, and it showed the small bowel was displaced to the left of midline and to the left of the colon, and a small bowel loop was identified endosonographically. A second axios stent (subject of manufacturer report # 3005099803-2025-04348) was deployed. When the proximal flange was deployed, the physician observed the stent retract out of the stomach. Wire access was maintained through the misdeployed stent into the small bowel, and this was used to successfully place the third axios stent (subject of manufacturer report # 3005099803-2025-04349) coaxially. Two hours post stent-in stent procedure, the patient experienced abdominal pain. During the night, the stent-in-stent was dislodged. The first stent was seen in situ. The outer stent, referring to the second stent, was completely detached, and the inner stent, referring to the third stent, was in proper position. The patient was sent to surgery and surgical gastroenterostomy was performed, and a perforation was noted. Post surgical procedure, the patient developed an infected hematoma (peritoneal) and was drained percutaneously. The hematoma was reported as a clinically significant bleeding event which resulted in a transfusion. The stents were then removed, and prophylactic antibiotics were administered, and the patient was hospitalized. On (B)(6) 2025, the patient experienced fever under antibiotics. A CT abdomen scan (computed tomography of the abdomen) was performed, and revealed a development of a distinct, branching, heterogenous abscess, largely in the left hemi-abdomen. On (B)(6) 2025, a digestive tract leak/perforation was noted. On (B)(6) 2025, the patient passed away. Additional information received on september 08, 2025, and september 12, 2025. It was reported that the occurrence of pneumoperitoneum and digestive tract leak was not related to the study device or procedure. Although the abdominal abscess was also reported to be unrelated to the study device, study procedure, or endoscopic procedure, it was causally linked to an infected hematoma that developed following a surgical procedure. During the emergency surgery, the defect was surgically closed.

Manufacturer narrative:
Block b5 was updated based on the additional information received on september 08, 2025, and september 12, 2025. Block e1: initial reporter's second phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2401 captures the reportable event of injury, nos (not otherwise specified). Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f08 captures the reportable event of patient was hospitalized. Imdrf impact code f19 captures the reportable event of surgical gastroenterostomy was performed. Imdrf impact code f2301 captures the reportable event of stent-in-stent procedure. Imdrf impact code f2303 captures the reportable event of the prophylactic antibiotics were administered. Imdrf impact code f02 captures the reportable event of the the patient passed away. Imdrf impact code f2302 captures the reportable event of the transfusion. Imdrf impact codes f23 and f22 captures the reportable event of a CT abdomen scan (computed tomography of the abdomen) was performed.

Manufacturer narrative:
Block e1: initial reporter's second phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f08 captures the reportable event of patient was hospitalized. Imdrf impact code f19 captures the reportable event of patient was sent to surgery. Imdrf impact code f2301 captures the reportable event of stent-in-stent procedure. Imdrf impact code f2303 captures the reportable event of the prophylactic antibiotics were administered.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric biliary obstruction during a procedure performed on (B)(6) 2025. During the procedure, a type 2 misplacement of the axios stent was identified. A stent-in-stent procedure was then performed to correct stent placement. However, two hours post stent-in stent procedure, the patient experienced abdominal pain. The patient was sent to surgery, and a perforation was noted. The stent remains implanted. Prophylactic antibiotics were administered, and the patient was hospitalized.

Manufacturer narrative:
Block a1 (patient identifier) was corrected, and blocks b2 (outcomes attrib to adv event and date of death), b5, b7, d6b (explant date), h1 (type of reportable event), h6 (device code, patient codes, and impact codes) have been updated based on the additional information received on august 7, 2025, august 13, 2025, august 15, 2025, august 18, 2025, and august 22, 2025. Block e1: initial reporter's second phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2401 captures the reportable event of injury, nos (not otherwise specified). Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f08 captures the reportable event of patient was hospitalized. Imdrf impact code f19 captures the reportable event of surgical gastroenterostomy was performed. Imdrf impact code f2301 captures the reportable event of stent-in-stent procedure. Imdrf impact code f2303 captures the reportable event of the prophylactic antibiotics were administered. Imdrf impact code f02 captures the reportable event of the the patient passed away. Imdrf impact code f2302 captures the reportable event of the transfusion. Imdrf impact codes f23 and f22 captures the reportable event of a CT abdomen scan (computed tomography of the abdomen) was performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric biliary obstruction during a procedure performed on (B)(6) 2025. During the procedure, a type 2 misplacement of the axios stent was identified. A stent-in-stent procedure was then performed to correct stent placement. However, two hours post stent-in stent procedure, the patient experienced abdominal pain. The patient was sent to surgery, and a perforation was noted. The stent remains implanted. Prophylactic antibiotics were administered, and the patient was hospitalized. ***additional information received on august 7, 2025, august 13, 2025, august 15, 2025, and august 18, 2025*** this report pertains to one of three axios devices used in the same procedure. Refer to manufacturer report# 3005099803-2025-03893, 3005099803-2025-04348 and 3005099803-2025-04349 for the associated device information. During the procedure, it was difficult to pass the guidewire through the duodenal stent to the jejunum. After locating the jejunal loop, the first axios stent (subject of this report) was implanted, but no drainage of methylene blue was noted. The axios stent was placed smoothly, but on deployment of the proximal flange, the stent was misplaced with a type 3 complication. The first axios was deployed into a fluid filled loop of bowel which appeared to be small bowel but ultimately was found to be the colon. Once this was discovered, the stent was left in situ with a plan to remove it a few weeks later. A CT scan (computed tomography) was performed, and it showed the small bowel was displaced to the left of midline and to the left of the colon, and a small bowel loop was identified endosonographically. A second axios stent (subject of manufacturer report # 3005099803-2025-04348) was deployed. When the proximal flange was deployed, the physician observed the stent retract out of the stomach. Wire access was maintained through the misdeployed stent into the small bowel, and this was used to successfully place the third axios stent (subject of manufacturer report # 3005099803-2025-04349) coaxially. Two hours post stent-in stent procedure, the patient experienced abdominal pain. During the night, the stent-in-stent was dislodged. The first stent was seen in situ. The outer stent, referring to the second stent, was completely detached, and the inner stent, referring to the third stent, was in proper position. The patient was sent to surgery and surgical gastroenterostomy was performed, and a perforation was noted. Post surgical procedure, the patient developed an infected hematoma (peritoneal) and was drained percutaneously. The hematoma was reported as a clinically significant bleeding event which resulted in a transfusion. The stents were then removed, and prophylactic antibiotics were administered, and the patient was hospitalized. On (B)(6) 2025, the patient experienced fever under antibiotics. A CT abdomen scan (computed tomography of the abdomen) was performed, and revealed a development of a distinct, branching, heterogenous abscess, largely in the left hemi-abdomen. On (B)(6) 2025, a digestive tract leak/perforation was noted. On (B)(6) 2025, the patient passed away.

Manufacturer narrative:
Blocks b5 and h6 (patient and impact codes) were updated based on the additional information received on november 12, 2025. Block e1: initial reporter's second phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2401 captures the reportable event of injury, nos (not otherwise specified). Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f08 captures the reportable event of patient was hospitalized. Imdrf impact code f19 captures the reportable event of surgical gastroenterostomy was performed. Imdrf impact code f2301 captures the reportable event of stent-in-stent procedure. Imdrf impact code f2303 captures the reportable event of the prophylactic antibiotics were administered. Imdrf impact code f02 captures the reportable event of the patient passed away. Imdrf impact code f2302 captures the reportable event of the transfusion. Imdrf impact codes f23 and f22 captures the reportable event of a CT abdomen scan (computed tomography of the abdomen) was performed. Imdrf impact code f0801 captures the reportable event of admission time in intensive care.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric biliary obstruction during a procedure performed on (B)(6) 2025. During the procedure, a type 2 misplacement of the axios stent was identified. A stent-in-stent procedure was then performed to correct stent placement. However, two hours post stent-in stent procedure, the patient experienced abdominal pain. The patient was sent to surgery, and a perforation was noted. The stent remains implanted. Prophylactic antibiotics were administered, and the patient was hospitalized. Additional information received on august 7, 2025, august 13, 2025, august 15, 2025, and august 18, 2025. This report pertains to one of three axios devices used in the same procedure. Refer to manufacturer report# 3005099803-2025-03893, 3005099803-2025-04348 and 3005099803-2025-04349 for the associated device information. During the procedure, it was difficult to pass the guidewire through the duodenal stent to the jejunum. After locating the jejunal loop, the first axios stent (subject of this report) was implanted, but no drainage of methylene blue was noted. The axios stent was placed smoothly, but on deployment of the proximal flange, the stent was misplaced with a type 3 complication. The first axios was deployed into a fluid filled loop of bowel which appeared to be small bowel but ultimately was found to be the colon. Once this was discovered, the stent was left in situ with a plan to remove it a few weeks later. A CT scan (computed tomography) was performed, and it showed the small bowel was displaced to the left of midline and to the left of the colon, and a small bowel loop was identified endosonographically. A second axios stent (subject of manufacturer report # 3005099803-2025-04348) was deployed. When the proximal flange was deployed, the physician observed the stent retract out of the stomach. Wire access was maintained through the misdeployed stent into the small bowel, and this was used to successfully place the third axios stent (subject of manufacturer report # 3005099803-2025-04349) coaxially. Two hours post stent-in stent procedure, the patient experienced abdominal pain. During the night, the stent-in-stent was dislodged. The first stent was seen in situ. The outer stent, referring to the second stent, was completely detached, and the inner stent, referring to the third stent, was in proper position. The patient was sent to surgery and surgical gastroenterostomy was performed, and a perforation was noted. Post surgical procedure, the patient developed an infected hematoma (peritoneal) and was drained percutaneously. The hematoma was reported as a clinically significant bleeding event which resulted in a transfusion. The stents were then removed, and prophylactic antibiotics were administered, and the patient was hospitalized. On (B)(6) 2025, the patient experienced fever under antibiotics. A CT abdomen scan (computed tomography of the abdomen) was performed, and revealed a development of a distinct, branching, heterogenous abscess, largely in the left hemi-abdomen. On (B)(6) 2025, a digestive tract leak/perforation was noted. On (B)(6) 2025, the patient passed away. Additional information received on september 08, 2025 and september 12, 2025. It was reported that the occurrence of pneumoperitoneum and digestive tract leak was not related to the study device or procedure. Although the abdominal abscess was also reported to be unrelated to the study device, study procedure, or endoscopic procedure, it was causally linked to an infected hematoma that developed following a surgical procedure. During the emergency surgery, the defect was surgically closed. Additional information received on november 12, 2025. On (B)(6) 2025, the patient experienced delirium during admission time in intensive care, and a haldol was administered to address the event.